Manufacturer narrative:
No additional information obtained from the patient.

Event description:
Patient reported an issue with a battery that was not holding a charge. Patient also indicated that they required medical treatment and were admitted to the hospital for undisclosed issues. Company was not able to obtain additional information, despite multiple attempts to contact the patient by phone and email.